Manufacturer narrative:
(B)(4). Device evaluation: actual sample was received and evaluated. Upon visual inspection, the patient connector was separated from the patient line. This complaint, for a report of a separation of the connector from the patient line was confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause was determined to be a manufacturing issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the connector line port was separated during patient use. According to the patient, excess force was not applied to the part. The patient was administered antibiotic for preventive purposes, but there was no adverse event or injury reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.